Manufacturer narrative:
The insulin pump had no button error alarm noted. The device had no button response due to corroded keypad traces. Unable to test the operating currents and off no power alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test, and the excessive no delivery test due to no button response. The device had a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.